Manufacturer narrative:
Supplemental submitted with evaluation results. Visual and functional inspection was allegedly performed by senior service mechanic of coral springs medical center.

Event description:
It was reported via repair work order that the stirrup was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the calf supports was loose due to the screws in the calf support housing assembly being loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.